Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the cuvette overflow was the broken vacuum probe. Fse replaced the vacuum probe and the cuvette overflow was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had cuvette overflow. Customer reported the fluid leaked into the reagent wheel but contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.